Event description:
The following publication was reviewed: bilateral renal artery and superior mesenteric artery chimney for pararenal abdominal aortic aneurysm using viabahn and excluder: a case report: we present a patient who underwent open vascular graft replacement but whose abdomen was closed without treatment due to heavy adhesion of the duodenum to the abdominal aortic aneurysm, and endovascular procedure with chimney technique was then successfully completed. The case was a (B)(6) man. Abdominal contrast CT scan in (B)(6) 2016 revealed an abdominal aortic aneurysm with a maximum minor axis diameter of 40 mm. The examination in (B)(6) 2017 revealed an enlargement tendency of the aneurysm with 49 mm. It was decided to perform artificial blood vessel replacement by suprarenal artery blockage to repair the pararenal abdominal aortic aneurysm (juxtarenal type) which involved the origin of the renal artery. A midline abdominal incision was performed, but the duodenum was firmly adhered to the abdominal aortic aneurysm, and it was judged that the possibility of intestinal injury was high. The abdomen was closed as it was, and the evar was considered. The aorta was dilated from above the renal artery, and it was decided to place the proximal end of the stent graft between the superior mesenteric artery (sma) and the renal arteries using the chimney technique for the bilateral renal arteries. The bilateral femoral arteries and left axillary artery were exposed. A 6fr-55cm guiding sheath was advanced from the left axillary artery to the right renal artery using a 5fr head hunter catheter as an inner catheter. A 7fr-55cm guiding sheath was similarly advanced to the left renal artery from the left axillary artery. A 5fr head hunter catheter was inserted to the sma to protect the artery. V-18 guidewire was advanced to the bilateral renal arteries, and viabahn 5 mm x 2.5 cm was advanced to the right renal artery, and viabahn 7 mm x 2.5 cm was advanced in the left renal artery. Excluder rlt281418j was advanced, and its proximal portion was once deployed just distal to the origin of the sma and its proximal end was again constrained. The viabahn in the bilateral renal arteries were deployed, and the proximal portion of the excluder rlt281418j was again deployed. After that, excluder pxc141400j and the ipsilateral leg of excluder rlt281418j were deployed. After ballooning using kissing balloon technique was performed, a slight proximal type I endoleak was observed. Therefore, ballooning was again performed. Angiography then confirmed stenosis at the origin of the sma, and another viabahn 8 mm x 2.5 cm was additionally implanted in the sma to recover blood flow. The procedure was then completed without endoleaks.